Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via 2210968-2021-05411.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2021 and the suture was used. The suture broke when sewing during surgery. The suture changed to another one to complete the surgery. There were no patient consequences reported. No further information is available.